Event description:
It was reported that the device exhibited inappropriate automatic mode switch (ams) with high frequency noise on both atrial and ventricular channels. It appeared to be emi occurring multiple times at the same time. No adverse health consequences; the patient was stable.